Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels, with a reading of 448 mg/dl. The mother stated that the customer was getting no delivery alarms prior to the event. The customer changed the infusion set four times, but the issue was not resolved until he opened a new box of infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.